Manufacturer narrative:
Additional information: patient information provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6). A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned.

Event description:
Medtronic received information while in a sacroiliac and thoracolumbar procedure. It was reported following a spin, the site was accurate when they touched the screw of the reference frame (which was included in the spin). However, then the site touched the anatomy, it was approximately 1 centimeter off. The screw was touched again and continued to be accurate. The anatomy remained inaccurate. The reference frame was one level away. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient weight is unavailable from site. If information is provided in the future, a supplemental report will be issued.